Event description:
It was reported that the patient presented during an implant procedure, in which the helix of the leadless pacemaker was noted to be compromised. The device was removed and the procedure was completed with an alternate leadless pacemaker on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
Reported event of helix damage was confirmed. Final analysis found the helix elongation was consistent with having occurred during procedure. Further analysis determined the device exhibited normal device characteristics without any anomalies.